Event description:
It was reported that the touchscreen of this programmer froze during device interrogation. This programmer was rebooted for it to start working. It was mentioned that this happened a few times and resorted to use a different programmer. Additional information indicates that this programmer came up with an error code whilst in the middle of a check. Normally, turning it off, waiting a minute or so, then re-booting does the trick but while trying to save the files, it happened again. Customer will keep this programmer until it stops working altogether. No adverse patient effects reported.

Manufacturer narrative:
Although no device has been returned for analysis, we have received reports of similar events where the latitude programmer screen became unresponsive to touch inputs during use. In most cases, the programmer required a system reboot to complete testing. Representatives from our post market quality assurance, manufacturing, and design assurance groups are actively investigating this unresponsive touchscreen behavior with the latitude programmer to determine the root cause. Based on our initial investigation, this behavior is most likely design-related.